Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was selected for an implant. The implant depth was 2-3mm, the sizing of the annular dimensions was 26.5mmhg and there was sufficient calcium to allow anchoring of the device in the opinion of the user. The patient did not have a horizontal aorta. During the procedure, after release of the valve, the valve migrated in a supra-anular position with a final implant depth of 1-2mm. There was no tension on the delivery system at the time of final deployment. The user did not attempt to snare and reposition the valve. A post-dilatation was performed due to paravalvular leak which was unsuccessfully. A new 29mm navitor was selected and implanted with a gradient of 9mm/hg. The patient was stable throughout the procedure and no patient consequences were reported.

Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was selected for an implant. The implant depth was 2-3mm, the sizing of the annular dimensions was 26.5mmhg and there was sufficient calcium to allow anchoring of the device in the opinion of the user. The patient did not have a horizontal aorta. During the procedure, after release of the valve, the valve migrated in a supra-anular position with a final implant depth of 1-2mm. There was no tension on the delivery system at the time of final deployment. The user did not attempt to snare and reposition the valve. A post-dilatation was performed due to paravalvular leak which was unsuccessfully. A new 29mm navitor was selected and implanted with a gradient of 9mm/hg. The patient was stable throughout the procedure and no patient consequences were reported. No additional information was provided.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.